Manufacturer narrative:
This report is submitted on 20 january 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Clinical management is ongoing.